Event description:
It was reported that an unexpected reset occurred. Customer¿s blood glucose level was 150-170 mg/dl. Reportedly, the pump was replaced to resolve the issue and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.